Event description:
Covidien received information that, during patient use, the ventilator went inoperative. There was no patient harm or injury to the patient reported. The covidien customer support engineer (cse) inspected the device and verified the customer reported issue. The cse performed 840 software corrective field action and updated the software, from revision ag to revision ak. The unit passed self-testing.

Manufacturer narrative:
(B)(4). Re-evaluation of the complaint identified the xb0069 was found to be present within the diagnostic log of the device associated whit this compliant. The xb0069 is a monitoring task that runs on the gui (graphic user interface) cpu processor. If the gui monitoring task has determined that the pressure exceeds the clinician set pressure limit and the bdu has not triggered a high pressure patient alarm, then the xb0069 code is initiated. Once the xb0069 is initiated the pb840 ventilator system enters a ventilator inoperative condition which triggers the safety valve to open and initiates a continuous high priority alarm. When the safety valve is open, the ventilator opens a path for the patient to breathe room air spontaneously, although positive pressure ventilation is no longer provided. Field action associated with this issue was communicated to the FDA on 7-nov-13. At this time, there has been no assignment of the recall number by FDA.